Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during initial review of the device. However, the device was put through extensive testing including bench handling, power cycling and pacer functional stress testing without duplicating the report. The processor/bridge/pace board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.